Event description:
In 2009, the lay user/patient in france contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the day before, the patient noted the reported meter would not power on. On original date at 4:30 pm, the patient experienced the symptom of sweating and he felt 'low'. The patient attempted to test his blood glucose level, however, the reported meter would not power on and he was unable to obtain a reading. The patient administered self-treatment with juice, and felt better afterwards. He did not seek medical attention. Earlier on the day of this event, the patient had taken his usual meals and medications. The patient takes the oral diabetes medication amaryl (glimepiride) 2 mg once per day, and tests his blood glucose level twice per day. During the troubleshooting telephone call, the technical service representative (tsr) determined the patient's test strips were correct, and that this was not a new meter. The tsr also determined the patient had not replaced the meter's battery as recommended. The issue was not resolved, as the patient did not have a replacement battery available. The meter and test strips were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the reported meter would not power on and he was unable to test his blood glucose levels, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.